Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been using a tens unit for their unrelated back issue. The patient stated they'd bought the tens unit online but they never worried about using it together with the therapy. However, they'd just been given a more powerful tens unit by their physical therapist (a flex mt) and they were told to turn their bladder stimulator off before using it. At this time, they'd been having an issue with their symptoms (they didn't clarify when this initial symptom issue started) but they turned stimulation up and their symptoms were ok again. A few days later, the patient went to use the new tens unit (on friday, (B)(6) 2022) over their left hip bone (the ins is located in their left buttock) and before doing so, they turned the ins off. The site they were using the tens unit on was about 4-5 inches away from the ins site. The patient reported that when they turned the ins back on, the therapy hadn't been working well for them. The patient then stated that they'd turned up the stimulation to see if that would help but they haven't noticed any difference and the therapy still wasn't helping them. The patient stated they'd called their managing health care provider (hcp) office and told them about the issue and the hcp advised them to call [manufacturer] to inquire about tens unit guidance. Patient services reviewed tens unit guidance with the patient and redirected the patient back to their hcp to check the implanted system. The patient stated they would discontinue use of the tens unit/s until they met with their hcp to check the implanted system.